Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the device was cracked/broken. A 130cm direxion hi-flo fathom-16 system and a 155cm direxion hi-flo were noted to be cracked/broken. There were no patient complications reported.